Event description:
Health professional reported that a pt experienced pain and lumps a week post injection of juvederm. The pain is increasing in severity and intensity around the lips and mouth. The lumps are radiating to the cheek region. Further f/u with the health professional noted the pt was injected with juvederm ultra plus in the marionette lines. Amoxycillin was given to both prevent worsening of the symptoms and to hasten resolution. The pain has subsided and the lumps are resolving. The lot number has been requested but has not been provided at this time.

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2011.